Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. An unspecified ion stent was advanced for treatment, but dislodged at the tip of the guide catheter and migrated to the periphery. An unsuccessful attempt was made to snare the stent. The case was completed with a good outcome but the stent was left behind in the patient. No further patient complications were reported and the patient status is ok.